Event description:
Level one quality control results for hbsag were biased low. The customer stated that they perform signal reagent probe cleanning weekly instead of daily. This scenario is consistent with a malfunction which could cause false negative ckmb, beta-hcg, and tpnl results. There was no report of pt harm as a result of this occurrence.